Manufacturer narrative:
(B)(4). The complaint device has been returned to our service center in (B)(6). Evaluation of the complaint device is in progress. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the pressure gauge of an rd900 neopuff infant resuscitator is "not working correctly". No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the pressure gauge of an rd900 neopuff infant resuscitator is "not working correctly". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was visually inspected and performance tested by a fisher & paykel healthcare service engineer at our regional office in the (B)(4). The complaint fascia and valve system were returned to the manufacturer and visually inspected. Results: the performance test revealed the front panel and valve system to be broken, causing the reported fault. The visual inspection of the front panel and valve system identified damage to the upper end cap. A fracture on the manifold end, of the section that connects from the centre manifold to manometer was also identified. Conclusion: the damage observed to the complaint neopuff is likely to have been caused by physical damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" in addition to the set-up checks, the neopuff technical manual advises that "the integrity of the system and manometer should be checked prior to first use, annually and after servicing" by qualified personnel or an authorized fisher & paykel healthcare representative using the tests described in the manual. The fascia and valve system of the complaint neopuff was replaced and returned to the customer's facility after passing all performance tests.